Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted

Event description:
A patient underwent a washout of a right total hip prosthesis due to pain. There is no plan to revise the patient in the future.